Manufacturer narrative:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Performance information was collected from the device and analysis of this information is in progress, results will be forwarded when analysis is completed.

Event description:
Asku

Event description:
It was reported that the patient had expired due to an untreated ventricular tachycardia (vt). The vt was a gradual onset, low rate. The device detection had been programmed to detect a low rate vt and the onset discriminator was programmed on. Due to the onset discriminator being programmed on and the vt being a gradual onset, the device did not treat the arrythmia. The device performed as programmed.